Manufacturer narrative:
Gbo complaint no: (B)(4). No samples were received for evaluation. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. We have no further complaints on the material/batch. We have no further inventory of the material/batch. We forwarded the complaint to our supplier for their comments. According to our supplier, a check of the batch record documentation, raw material certificate and solution production document; revealed no deviations. Tubes were visually examined. The spray pattern of the additive showed no abnormalities. Retain samples were tested in the parameters of draw volume, additive concentration, gel functionality and visual inspection. All results meet specification. Therefore, the complaint cannot be determined.

Event description:
Customer advises of a calcium test results that did not repeat comparable. Calcium was drawn at an outside clinic on (B)(6) 2020 at 09:17 and was resulted as 5.1 on (B)(6) 2020 at 18:53. Patient was sent to ed and recollected. Recollected results were normal causing physician to call and question initial sample results [of 5.1]. Customer repeated testing on the initial tube and resulted as 9.2 on (B)(6) 2020 at 14:49 [29 hours and 32 minutes between testing]. It was a full tube [initial tube]. Centrifuged in mob [medical office building] clinic and sent upright in rack [to lab]. Refrigerated during transport. Customer is not sure on centrifuge specifications at this time. No unused samples available to return.